Event description:
An olympus representative reported to olympus, on behalf of the customer, during installation the visera elite ii video system center monitor had no display except for the color bar after attaching the camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the device was not returned the phenomenon could not be reproduced. Therefore the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was returned but the reported phenomena were not reproduced. No defect such as scope communication error caused by connection failure was confirmed. However, it was determined that the phenomena likely occurred due to an external factor and a problem in the supplied power source was not ruled out. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[3.1 precautions for installation and connection]. Use appropriate cables only. Otherwise, equipment damage or malfunction may result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws, lock the cable connector. Otherwise, equipment damage or malfunction may result." "[5.3 connection of an endoscope]. Make sure that the video connector and its electrical contacts are completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction. Connect the endoscope or camera head all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed.¿ olympus will continue to monitor field performance for this device.